Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported they experienced the events of "rupture¿, ¿pain¿, ¿wrinkling¿, and ¿concerns about the biocell recall program¿ with an inspira smooth silicone gel filled breast implant. Patient does not have textured devices. The device remains implanted.